Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had an early battery depletion. The device was removed and another was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached the elective replacement indicator (eri) and had early battery depletion suspected. The device was removed and another was implanted. No patient complications have been reported as a result of this event.